Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00046. This is the first MDR submitted for the first suspect product. A physician and a pt both reported the pt was originally skin tested on 18 jan 2000 with negative results. In 2000, the pt was treated with two formulations of product in the oral commissures, nasolabial folds and right periorbital area. On 26 feb 2000, the pt noticed what was self described as "red pimples" at all treatment sites. On 7 march 2000, the pt was examined by the physician and prescribed minocycline and zyrtec. On 9 mar 2000, the pt was examined by the physician and prescribed oral prednisone. The pt was examined again on 14 mar 2000 and 24 mar 2000 but no further treatment was prescribed. The physician believed the symptoms were a definite hypersensitivity to the collagen. No further medical or surgical intervention was planned.